Event description:
It was reported that during a lap cholectomy procedure, the clips would not load, however, they would load clip sometimes. After that, jamming occurred 2 or 3 times . There were no adverse consequences to the patient.